Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-07087, 1627487-2023-05183. It was reported that the patient has pain at the ipg site and the patient's leads have high impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.